Manufacturer narrative:
Follow-up #1 date of submission 11/22/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, investigation is not complete. Once the investigation is complete, a supplemental will be sent. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.